Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. Upon explant, fluid loss was noted due to a hole in the tubing. There were no patient complications.